Event description:
Revision surgery - due to the patient having a rotator cuff tear and failure.

Manufacturer narrative:
The reason for this revision surgery was a result of a patient's failed rotator cuff after 9 months in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (DHR's) showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the DHR inspection sheets for this product reveals no discrepancies or deviations with the manufacturing of this part. A review of the product complaint report history showed this is the (B)(4) complaint against a part form this lot number. This event is deemed to non-product related and a result/root cause of tissue failure as reported. There are no indications of a product or process issue affecting implant safety or effectiveness.